Event description:
While infusing adriamycin in 60cc syringe over 15 minutes, at the end of the infusion it was noted the chemo was dripping from the filter. No pt injury or medical intervention. An attempt was made to obtain specific pt info but no add'l data was available.